Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4). Device was unexpectedly from customer. Failure was discovered during investigation. No direct allegation of malfunction from customer.